Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device performed a restart. There was no patient injury reported.

Manufacturer narrative:
The log file of the affected device was provided and analyzed. Based on the log file analysis it could be confirmed that the device performed an unexpected restart of the ventilation unit. This restart was triggered by the safety software as a specified reaction on a detected time-out in the software task processing. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the ecd in order to reset the system to a specified state. During restart sequence the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm (piezo speaker of the ventilation unit). The restart sequence of the ventilation unit takes approx. 8 seconds until the ventilation is automatically resumed with the latest settings. The restart sequence of the ecd may takes approx. 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters on the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. The device reacted as specified on a detected time-out in the software task processing and triggered a synchronized restart of the ventilation unit and the ecd. The user was notified about the situation by an auditory and visual alarm. There were no patient consequences reported. The restart occurred once due to an error in the software. Based on the logged data a hardware failure was assessed rather unlikely. Testing the device according to the manufacturer¿s test specification is recommended prior to further use. Dräger became aware about other complaints with respect to the same error pattern. A deeper analysis of the error pattern was initiated. A corrective action is planned.

Event description:
It was reported that the device performed a restart. There was no patient injury reported.